Event description:
Customer noticed that the code key that came with the glucose strips did not match the displayed code on the device. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.